Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized few times due to low blood glucose. Customer stated that two years ago she was hospitalized and the blood glucose reading was 20 mg/dl at the time of hospitalization. Customer stated that about 8 years ago she was in a car accident due to low blood glucose and she was hospitalized also. Customer stated that another time her fried called the paramedics to assist her at home due to low blood glucose as well. Nothing further was reported.